Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. Reportedly, the smart device operating system was not a supported system. No additional patient or event information is available. Labeling indicates: the dexcom g5 mobile app is only compatible for select smart devices and mobile operating systems. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Manufacturer narrative:
(B)(4). Describe event or problem - correction - remove: "data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined."

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. No data download is available for review. The reported event of loss of connection can not be determined. A root cause could not be determined.